Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-jan-2023. H6: investigation summary: our quality engineer inspected the representative samples submitted for evaluation. Bd received 148 22gx1.0in insyte autoguard devices from lot number 2164976. A gross visual inspection shows that all the units are sealed in the packaging and have no physical damage. The units will be examined for premature retraction, needle retraction failure, needle through catheter wall and foreign matter. First a sampling of 20 units were examined for needle premature retraction. There was no physical damage observed. The catheters all cover the needles without spearing through the catheter wall. In addition, premature retraction was not found in any of the units. Next the units were tested for retraction failure. After tip adhesion break, the safety button was activated, and the needles retracted in the safety shield within a second which is acceptable. The units were inspected for foreign material and none of the returned units had foreign materials observed. The returned units provided for evaluation met and performed per the required manufacturing specifications. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: - the needle not retracting at all even after repeatedly pressing the release button (which is a major safety concern for my staff and patients).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract. The following information was provided by the initial reporter: the needle not retracting at all even after repeatedly pressing the release button (which is a major safety concern for my staff and patients).